Event description:
Rvtip-rvcoil has been trending low right near 200ohms for the duration of the lead trend and on (B)(6)2021 it dipped below 200ohms. Caller also noted that the rwaves are trending around 1.6mv. No other issues noted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).